Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lamp does not light up automatically when the power switch was turned on and the light was poor. A root cause could not be identified. Based on the results of the investigation, it is likely the reported failure was caused due to worn out lamp. The additional malfunction the lamp does not light up automatically when the power switch was turned on was caused due to poor contact of igniter and the poor light was caused due to a failure in circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source had the bulb blown and keeps flickering on and off. There were no reports of patient harm.